Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite gastrointestinal videoscope image disappeared at angle. Upon inspection and testing of the returned device, it was discovered, foreign matter was clogged in the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign matter clogged in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, foreign matter was clogged in the nozzle. In addition, it was noted, the bending angle was insufficient due to the elongation of the angle wire, the flexible tube of the insertion section was crushed, the curved rubber adhesive was missing, the scope connector had liquid leakage, the operating part was discolored, switch button 4 was worn out and the suction cylinder was scraped. There were also scratches on the insertion tube, curved rubber, switch button 1, scope connector, insertion part corrugated tube ore dome, switch box, operation unit cover, up/down knob, up/ down angle fixing lever, right/left knob, the grip, the universal cord, light guide cover glass, scope connector cover, right/ left angle fixing knob. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events were unable to be identified; however, the events most likely occurred due to the following: foreign matter clogging the nozzle was confirmed. The composition of the foreign matter was identified as a white silicic acid, phosphorus, and calcium as detected in the elemental analysis. Liquid leakage into the connector part of the scope connector likely occurred due to the following: water with strong water pressure hit the check valve part of the vent metal directly. With the scope submerged, a load such as a brush was applied to open the check valve of the water leakage detection cap. Alternatively, the flow of water with strong water pressure hit the check valve part of the vent metal directly. Olympus will continue to monitor field performance for this device.